Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim and discolored. Evidence of moisture contamination was found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the display was discolored. It was noted that moisture was inside the pump due to a compromised battery compartment cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.